Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardiac monitor that exhibited false atrial fibrillation episodes due to sinus with ectopy. No intervention was performed. There were no patient consequences.